Event description:
Customer follow-up determined a second report in which the feeding tube was in place per kub; they were unable to pull wire out and "with great effort, wire snapped off and plastic sheathing streched past end of wire." No injury was reported, however, the patient was reintubated.